Manufacturer narrative:
Terumo has received the actual device for eval; however, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting, out of box, it was noted that the sterile barrier was breached. This event was originally considered not reportable; however, the event became reportable when the event became associated with recall number md-2013-002-r. No pt involvement as this occurred out of box. The product was not used.